Manufacturer narrative:
The device has not been returned for product analysis. Boston scientific performed an investigation with all available information. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch, and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. The investigation determined that the cause of touchscreens becoming unresponsive during use was due to the water detection feature within the programmer liquid crystal display (lcd) touchscreen assembly. Various inputs can induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the screen of this integrated programmer became unresponsive during a patient routine follow up. The boston scientific representative attempted to push several options on the screen without any response, so a different programmer was used to complete the session. According to a health care professional involved, there had been other instances where the screen exhibited this behavior. No adverse patient effects were reported. The programmer was replaced, and it will be returned for analysis.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed an error code that may indicate a software update was not downloaded and installed by the programmer properly. This may be corrected with a restart of the programmer. Another error code in programmer memory has been seen previously and analysis of those occurrences determined this software issue may result when the model 3300 programmer is attempting to perform an action against a specific feature in the programmers control center (e.g., multiple application utility or mau) that is no longer available as it was already terminated. This can happen when the programmer is shut down or when quick starting another pulse generator (pg) application. This unanticipated event sequence results in the display of an error code, as was seen in this particular case, and the need to restart the programmer to clear the error. Finally, visual examination confirmed air ingression in the touchscreen display which was confirmed to be a cosmetic issue, only. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch, and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received. Investigation determined that the cause of the touchscreen becoming unresponsive during use was due to the water detection feature within the programmers lcd touchscreen assembly. The purpose of this water detection feature is to detect the presence of water on/near the programmer screen. If water is detected, this feature is designed to disable the touchscreen to prevent water droplets from causing false positive touch inputs during use. Specifically, the investigation determined that various inputs could induce false positive detections of this water detection feature, which then results in an unresponsive touchscreen. At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.

Event description:
It was reported that the screen of this integrated programmer became unresponsive during a routine patient follow up. The boston scientific representative attempted to push several options on the screen without any response, so a different programmer was used to complete the session. According to a health care professional involved, there had been other instances where the screen exhibited this behavior. No adverse patient effects were reported. The programmer was replaced, and it will be returned for analysis. Additional information was received indicating that the touch screen is still nonresponsive, and the programmer will be returned for analysis. The programmer was returned for analysis.

Event description:
It was reported that the screen of this integrated programmer became unresponsive during a patient routine follow up. The boston scientific representative attempted to push several options on the screen without any response, so a different programmer was used to complete the session. According to a health care professional involved, there had been other instances where the screen exhibited this behavior. No adverse patient effects were reported. The programmer was replaced, and it will be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report will be updated at that time.